Event description:
As reported by the user facility: brief inquiry description magnesium ivpb "bolused" patient unexpectedly - suspected backcheck valve issue. Detailed inquiry description "last night, patient was scheduled to receive magnesium ivpb. After the primary rn initiated the infusion and while still present in the room, she observed that the pump had bolused the patient. The IV bag was nearly empty, and the clamp was in place. The patient remained stable." According to integration interface messages, the nurse encountered a 10005 timeout error when attempting to auto-program magnesium as a secondary on pump 807962, so manual programming possible.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). This follow up is being submitted to update a codes in section h6 and to state that a CAPA is in progress to further address issues with pump set backflow. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). This follow up is being submitted as a correction report to update section h7. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.